Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right ventricular lead exhibited noise. Programming changes were performed prior to procedure and during the procedure. The patient was in stable condition.